Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 11/18/2009. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit is continuously alarming prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the unit was connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a low compliance column is connected to the unit for a real time operational scenario. The unit failed with delta alarm lights and an audible alarm. The on-board power supply pcb was by-passed with a known good power supply pcb and the second attempt failed. It was observed that the strain reliefs for the unit's inspiratory and expiratory connections were missing. Other remarks: based on the investigation performed, the reported complaint was confirmed. The inspiratory/expiratory wiring system and connectors are in question, especially considering the age of the unit. A root cause for the failure could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however a root cause was not established.

Event description:
The event is reported as: the unit is continuously alarming prior to use. There was no patient involvement reported.